Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, the helix was stuck on a structure without being extended. When the lead was pulled back and the helix was freed, it was noted that the helix had broken away from its mounting. The lead was replaced.